Event description:
It was reported that the ilet pump screen became unresponsive, and troubleshooting via the mobile app did not resolve the issue; the patient¿s daughter later confirmed the pump screen was cracked, and a replacement was arranged. Symptoms included difficulty operating the device due to a nonfunctional display, hyperglycemia exceeding 400mg/dl, and sleepiness/drowsiness. Outcomes included continued insulin therapy via subcutaneous insulin pens and ongoing cgm use with the dexcom app or receiver. Investigation included remote troubleshooting and verification of device operation steps, confirmation of damage to the screen, and instruction on safe shutdown to prevent further alerts. Investigation of this case revealed damage to the display component consistent with physical impact, resulting in a screen malfunction that prevented normal use. It was concluded, based on previously established findings for similar reports, that the cause was device damage from external physical impact.